Manufacturer narrative:
The insulin pump alarmed during self test due to faulty electrical component on the radio frequency board. The insulin pump was received with cracked case at the display window corner, minor scratched lcd window and cracked belt clip slot at battery tube threads area.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's mother reported via phone call that the insulin pump alarmed failed selftest. It was stated the alarm did not occur during prime/fill. Blood glucose value is unknown. The insulin pump would be replaced and returned for analysis.